Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A manufacturing record review of clean process and sterilization process was performed for the finished device d22041747, and no non-conformances/manufacturing irregularities were identified. Product code 124603000, lot no. D22041747 of quantity (B)(4)was sterilized on (B)(6) 2022. Per the sterilization certificate, the sterilization cycles met the validated parameters. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record review of clean process and sterilization process was performed for the finished device d22041747, and no non-conformances/manufacturing irregularities were identified. Product code 124603000, lot no. D22041747 of quantity (B)(4) was sterilized on (B)(6) 2022. Per the sterilization certificate, the sterilization cycles met the validated parameters. A manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had mdm implants in situ with active infection requiring a washout and replacement of head and liners. Implants were sent the morning of case, which started at 8:00. At 8:07 they couldn't be located. At this stage the surgeons were scrubbed for the case and the patient was anaesthetized. The surgeons agreed to slow down the surgery to give the courier more time to arrive, meaning that the patient had a longer anesthetic time than required. Was procedure successfully completed? --> yes was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 30+ minutes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.